Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.

Event description:
Caller states a piece of the softclix plus lancet broke off into her finger. Caller used a magnet to remove the piece of lancet. No medical treatment required. Requested return of suspect device; however, caller no longer has the lancet.